Manufacturer narrative:
D10 concomitant products: vlfx8gen, energy platform vlfx8gen fx series (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral endoscopic breast augmentation procedure, the patient had burn. A non-medtronic monopolar instrument was used with the generator. The case was almost finished when the burn happened along the incision line, the doctor noticed it upon withdrawal of the c-curved electrode. The electrode looked as though the black protective coating was melting off the surface and the entire electrode was warm to touch after the last use, which is not supposed to happen with the protective coating. This did not cause the case to go longer, or another follow-up surgery. The patient's status to date is fine, the burn is on the incision line and healing well.

Manufacturer narrative:
Additional information: g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.